Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3888-56, lot# v894662, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3888-56, lot# v894662, implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that the one of the patient¿s leads had shifted, but ¿not enough to make a difference.¿ the patient was told by the manufacturer representative that it ¿came back within parameters.¿ the lead might have a ¿hair line crack, but it was unlikely.¿ the patient thought that when the hcp tapped the lead, ¿it rolled and ripped some scar tissue.¿ please refer to mfg. Report # 3004209178-2013-02995, as this report deals with what resulted from a visit to the hcp and when he tapped on her sinus (on lead) and the patient had pain in her mouth ever since.